Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, customer reported that the act diff analyzer probe dripped 2 to 4 drops after running controls. The leak was not contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and verified the high vacuum was > 20 inches. Fse flushed the probe vacuum line back to the vacuum isolator chamber (vic), and cleaned the rinse block connections with a stylet. Fse stated that the cause of the event was a restriction in the probe vacuum line. This resolved the issue and no further leaks were reported.